Event description:
A 3.0mm diameter x9mm in length ave micro stent ii was inserted into the left anterior descending coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system was pulled back from the coronary artery. During removal, the stent dislodged from the stent delivery system at the femoral sheath. The physician followed the instructions for removal of an undeployed stent. The stent remains in the pt's arterial vasculature in the right leg. There was no add'l clinical sequelae reported relative to the event.